Manufacturer narrative:
The physician attempted unsuccessfully to electronically re-position this lead, ultimately turning off lv therapy. Rv therapy was left on. The physician considered an lv revision procedure would be too risky for this particular patient. The local area sales representative said he would notify technical services if a surgical intervention would be done. The investigation is considered closed at this time. If new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead had micro-dislodged within hours after implant. The patient was noted as having complete heart block, with persistent left vena cava, and has having no underlying rhythm. The patient's anatomy was noted as very challenging to implant. Although this lv lead was still providing therapy, it had begun also to cause muscle stimulation.